Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported. This rv lead remains in service. Additional information was received, this rv lead was explanted due to a fracture in the proximal coil. It was successfully replaced. No adverse patient effects were reported. This rv lead is not expected to be returned as it was retained by the explanting hospital.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported. This rv lead remains in service.